Event description:
It was reported via repair work order that the load cell and nurse call were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the load cell and nurse call were damaged. Follow-up submitted as it was determined the load cell issue was previously reported in medwatch #0001831750-2014-01449 and there was no malfunction found with the nurse call. This complaint was for a damaged siderail label which would result in annoyance; however, it is not likely to harm the patient as the label would also be available on the other siderail. The manual could also be referenced if needed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the load cell and nurse call were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.